Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with broken battery tube threads and cracked lcd window. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment and on lcd screen. No harm requiring medical intervention was reported. The device will be returned for analysis.